Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer 10 was failed. A field service engineer (fse) documented that matrix drawer 10 on the medbank device was not opening. The fse observed that there were no indicator lights on the drawer controller and replaced the drawer controller. The fse coordinated remote configuration of the drawer in the medbank application and confirmed that the drawer was functioning properly after completion. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, matrix drawer 10 was failed to open. Customer tried to reboot, but issue was not resolved. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.